Event description:
Two biorci interference screws broke during acl surgery. Fixation was with a bone-tendon-bone graft, and the femoral tunnel was tapped prior to interference screw insertion. No patient injuries or procedural complications were reported.